Manufacturer narrative:
This MDR is filed as a result of a change in the reportability decision during a retroactive review of complaints for this device model. The complaint sample was received and decontaminated. It was filled with fluid and pressurized at 10psi and exhibited leaking into the non-functional chamber underneath the blood side bladder of the pump cassette. The fluid remained contained in the chamber where the seam had delaminated and did not leak to the atmosphere. Potential root causes were determined to be the use of worn buffer material at the rf welding process and/or carbon build-up on the rf welding tool. The device history record for this lot was reviewed and there were no non-conformances related to the complaint condition noted.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. It was reported that about 130 minutes into the procedure where the patient's aorta was cross-clamped and just prior to arrest agent delivery, the disposable set leaked blood at the main cassette of the device. The area of the leak was described as on the blood-side in the lower left portion of the main pump cassette. Blood loss was reported as several hundred cc's of blood. The perfusionist reported using pulsatile flow at a flow rate of ~4.5-5.0l/min with peak line pressures of about 220-250mmhg. As a result of the alleged event, the perfusionist ceased delivery of cardioplegia and changed out the delivery set. The procedure was then completed with no patient complications reported. See also manufacturer report 1649914-2015-00074 for the same complaint condition, same lot, but different day of event.